Manufacturer narrative:
The investigation determined that a higher than expected vitros na+ result was obtained from a patient sample when processed on a vitros 250 chemistry system. A definitive assignable cause could not be determined. Insufficient vitros na+ quality control results were available to verify the overall performance of vitros na+ lot 4210-0970-1783. A within run na+ precision test was not performed to evaluate the performance of the vitros 250 system. An ortho field engineer performed service actions which included the replacement of the electrolyte reference fluid pump and the electrometer; however without the previous evaluation of the vitros 250 system performance before the service actions, it cannot be confirmed that the actions returned vitros na+ lot 4210-0970-1783 in combination with the vitros 250 chemistry system to the intended performance. Ortho did not obtain information regarding reagent handling to confirm or rule out reagent handling as a possible contributor to the event. In addition it is unknown what tube type the patient sample was collected in or the manufacturer of the collection tube. It is unknown if the customer is following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling may have contributed to this event. It is possible that cellular debris, due to poor sample preparation, may have been present in the affected sample, although this could not be confirmed.

Event description:
A higher than expected vitros na+ result was obtained from a patient sample processed using vitros na+ slide lot 4210-0970-1783 cartridge tested on a vitros 250 chemistry system. Patient sample result of 136 mmol/l vs. The expected result of 122 mmol/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action if the event were to occur undetected. The patient sample result was part of a patient correlation test and was not reported outside of the laboratory. There was no allegation of patient harm due to this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).